Event description:
The customer stated that insulin leaked from the reservoir and caused high blood glucose. The blood glucose reading during the phone call was 400 mg/dl. The customer stated she could smell the insulin and could see it coming from the back of the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.